Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving dilaudid (1mg/ml at .05 mg/day) and bupivacaine (7mg at an unknown dose) via an implantable infusion pump. It was reported that the patient had a sudden decrease in therapy efficacy and that during a refill appointment the expected volume was 4cc and the actual was 14cc. The catheter access port was unable to aspirated so a revision was performed. The spinal segment was cut above the anchor and no cerebrospinal fluid was observed. The tip of spinal segment was cut and brown substance was dislodged. The segment was replaced and the issue was resolved. The patient was noted to be alive with no injury. No further complications have been reported.